Manufacturer narrative:
Batch review performed on 26 october 2016. Lot 135441: (B)(4) items manufactured and released on 15 january 2014. Expiration date: 2018-11-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. No infection was found. A CT scan shows loosening of the stem. A revision surgery has been planned.

Manufacturer narrative:
Additional information received from the initial reporter on 29 november 2016 and includes: the revision planned for (B)(6) 2016 had been cancelled due to infection. Additional information received from the initial reporter on 08 december 2016 and includes: the revision has been re-scheduled for (B)(6) 2017.

Manufacturer narrative:
Additional information received on (B)(6) 2017 and includes: the revision surgery was successfully completed on (B)(6) 2017. On (B)(6) 2017 the medcial affairs director performed a clinical evaluation and commented as follows: hip revision surgery in a young woman ((B)(6)) 15 months after primary cementless total hip arthroplasty. According to the report, the patient was complaining about pain. Radiological images show signs of radiolucency limited to the proximal part of the femoral stem and diaphyseal stress-shielding suggesting a mobilization of the component. The operated limb is clearly longer than contralateral and the stem possibly could not be inserted fully, maybe because of femoral shape, thick diaphyseal cortical bone. This condition may have contributed to enhance stresses on the femoral stem, particularly torsional stresses, and reduced the proximal ability of the stem to find a good mechanical stability. Stem loosening is a possible, literature described adverse event following total hip arthroplasty and causes are often undetermined. On 10 february 2017 the reporter found out that reference code and lot number reported in the initial report were not the ones related to the device involved in this complaint: the form has been updated to include the correct information. Batch review performed on 10 february 2017: lot 143807: (B)(4) items manufactured and released on 12 september 2014. Expiration date: 2019-07-31. No anomalies found related to the issue. To date (B)(4) items of the same lot have been already sold without any similar adverse event. Device not yet received.

Manufacturer narrative:
On 07 march 2017 the r&d project manager performed a visual inspection of the retrieved item and commented as follows: the analyzed stem had a ha coating almost totally present in the proximal region of the stem, while it is almost totally absorbed in the distal area. There were some evident scratches on the neck an holes closed to the taper due to the revision surgery. From the received piece it was not possible to determine the root cause of the event.

Manufacturer narrative:
Additional information received from the initial reporter on 27 october 2016 and includes: the revision was postponed on (B)(6) 2016.